Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with missing nub. Event history log review was performed and found no evidence of reported problem. According to the investigation, visual inspection revealed the nub on the downstream occlusion sensor was missing, which would cause the double beeping with a cassette attached. Service replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump was missing cassette sensor nub. No reported adverse effects.